Event description:
Caller reported a cgm error 42 with their g6sensor. There was no adverse impact to the customer¿s blood glucose level. The customer received complete pump reset information from technical support, who guided them through the reset process. The issue was resolved as the cgm error code did not reappear and the customer successfully started their sensor session.